Manufacturer narrative:
(B)(4). D10: cat# 802202802, lot# 3237211, femoral head 12/14. Cat# p0463044, lot# 0001601242, avan cmntd shell ss 44mm. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a left hip revision due to periprosthetic fracture. Attempts have been made and no further information has been provided.